Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 version of model #, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous d4 version of model # and d4 catalog # d4 catalog # ard567223241c. Corrected d4 version of model # and d4 catalog # d4 catalog # ard567236992/ard567236984. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ prismalix 4000/4000. As it was stated, upon the preventive maintenance activities being performed on the device, the two rubbers plugs were found to be missing from forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. The most probable root cause of this incident is an incorrect mounting of the end cap because it was partially engaged into the fork tube. The end cap must has been removed and re-installed on site during installation or a maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the correct positioning of all end cap forks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 8th january 2024 getinge became aware of an issue with one of our surgical lights ¿ prismalix 4000/4000. As it was stated, upon the preventive maintenance activities being performed on the device, the two rubbers plugs were found to be missing from forks. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: north tees and hartlepool nhs ft e1h event site postal code: ts19 8pe h3 other text : device not returned to manufacturer.